Event description:
Complainant alleged during biomed testing and routine preventative maintenance, the device powered down after ten mins of testing. There was no pt involvement in the reported malfunction.